Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10. They stated that this resulted in a six hour delay of therapy and that they took the patient to the hospital to resume their feeding. They did not know if the patient was able to supplement their feeding by another method. Mmd did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint, that the pump had been replaced, and that they had no other information to provide. [Complaint-(B)(4).